Manufacturer narrative:
Date of event: date is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had not been emptying their bladder well throughout the day for the past several days. Their partner thought that turning the device off may encourage more frequent urination, but they were unable to communicate with the device. When they tried to use the programmer that morning it wouldn¿t sync up or respond to the on/off commands. They replaced the batteries in the programmer and had the same results. It was noted that they couldn¿t remember the last time any changes were made to the unit. The patient hadn¿t visited the urologist for several years for personal reasons but had been seeing their primary care physician every six months for their routine check-ups. They inquired if this would be caused by the implant battery being dead. Based on the information provided and the age of the implant, it was recommended that they follow up with a healthcare provider who was trained with regard to the implant. No further patient complications are anticipated or expected as a result of this event.